Event description:
Patient sex: unk. Procedure type: inguinal hernia repair. According to the reporter: the dissecting balloon broke off inside of the pt. The balloon was retrieved, and no patient injury was reported.